Event description:
The customer report that the system displayed an error message. No pt injury was reported.

Manufacturer narrative:
The ge svc rep cleaned the workstation contacts and adjusted the voltages. The system was checked for errors, and is working as intended. Error code displayed.